Event description:
It was reported that the patient was concerned about the increased swelling post-implant procedure. Follow-up with the clinic disclosed that the patient had a hematoma around the device, which required surgical removal and the physician also decided to reposition the device. The device remains in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.